Event description:
Device 1 of 3: MFR reference report: 1627487-2018-13412, and 1627487-2018-13413. It was reported that the leads were explanted and replaced due to high impedances and lead migration. Patient has effective therapy post operatively.

Event description:
Device 1 of 3: MFR reference report: 1627487-2018-13412, and 1627487-2018-13413.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 3: MFR reference report: 1627487-2018-13412, and 1627487-2018-13413. It was reported that the patient had surgery on (B)(6) 2018 due to lead migration.